Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿close door¿ was reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be case shimming .the device requires case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h11: the cause of the condition was determined to be the faulty case shimming. The case shimming will be reperformed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.